Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a homecare patient, the ventilator operation noise was too loud. The device continued ventilating/cycling but the patient was removed from the ventilator and transferred to another ventilator without any reported harm or injury.

Manufacturer narrative:
(B)(4).a third party service provider replaced the manifold assembly. The manifold assembly was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The manifold was placed into a test ventilator. The test unit was run and a ticking sound was observed during testing. It was removed and inspected for physical damage. The diagram was worn out and the bearings were failing.